Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg). It was also stated that the patients ipg was not able to connect to the remote or (cp) clinician programmer. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg). It was also stated that the patients ipg was not able to connect to the remote or (cp) clinician programmer. The patient underwent an ipg replacement procedure and was doing well postoperatively.